Manufacturer narrative:
No unexpected screen anomalies, battery icon anomalies or failed battery test alerts noted during testing. The pump passed the functional testing, including the displacement, off no power, error, rewind, basic occlusion, prime, occlusion, excessive no delivery, and self tests. The operating currents were within specification. However, the pump had an intermittent blank display anomaly due to a corroded battery cap. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported there was a black dot present on the insulin pump's screen. Customer stated they did not bump or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was also found the insulin pump alarmed failed battery and battery out limit with a new battery insertion. Customer's blood glucose was unknown. Customer reported dropping the insulin pump at the time of the call. Troubleshooting was not completed due to the blank display the customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.